Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-725h-(B)(4): the fiber cap exhibits drilled through condition; there is some white unknown substance noted inside the distal end of fiber cap; the glass cap exhibits moderate devitrification at the output area, and detritus adhesion around output area; the fiber was tested with hene laser fixture, aim beam is present at fiber tip; the heat shrink tubing exhibits minor scratch marks, and erased red octagonal sign and blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the product complaint "no aiming beam" could not be confirmed; cap melted was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 2:24 minutes, 11,804 joules while using the surgical fiber during a pvp procedure, the fiber tip blew/was damaged. The fiber was replaced and the procedure continued using a second surgical fiber. At 2:48 minutes, 12,113 joules while using the second surgical fiber, the aiming beam stopped working; the fiber was again replaced and the procedure completed using a third surgical fiber. Patient outcome: "no harm to patient was noted" - there was no injury reported. This report is for the second surgical fiber used.